Event description:
It was reported that patient developed a post op infection after having spine surgery and was near the spinal cord stimulation (scs) midline incision. Symptom of drainage was present was noted. The patient underwent full scs system explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18230830/18389391.